Event description:
The pt underwent diagnostic catheterization. The cardiologist performed right femoral arteriotomy closure with a techstar xl 6 pvs device without difficulty. Three days following the procedure, pt complained of fever and right groin pain that extended to the right knee. The pt was admitted with staph aureus sepsis and adult respiratory distress syndrome. The pt was treated with vancomycin and nafcillin. One week following admission, the pt was discharged from intensive care unit. The device was not returned to the MFR for evaluation. The device lot number and mfg dates are unknown because the infection manifested itself after the used device had been discarded. However, infection is a known complication of a cardiac catheterization procedure and is not known to occur more frequently in pts exposed to the perclose device than in those going to manual compression. There was no indication from the field that the sterility of the device was being questioned.